Manufacturer narrative:
Device is in decontamination site awaiting return to investigation site. No serial number has been identified as of yet, so therefore no expiration available in report.

Event description:
Information received that a smiths medical cadd® administration sets with air-eliminating filter, was dripping unknown medication during operating room procedures. Occurence noted three times by medical doctor and nurse. No patient adverse events reported.